Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received intermittent button response due to moisture damage keypad trace. No moisture damage electronic assembly. The insulin pump had a minor scratched lcd window, cracked display window corners, battery tube threads cracked, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 151 mg/dl at the time of the call. Friend states state the insulin pump was exposed to water. There is fluid under the lcd screen, after jumping into the pool with the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.